Event description:
My son had been using amo complete moisture plus contact lens solution. I brought him to the emergency room on mother's day because he couldn't keep his eyes open. It was a very sunny day and he was in agony. His eyes hurt so much. He was given an antibiotic eye drop solution. It didn't help. I took him for a follow up visit to an optometrist. He gave him a steroid eye drop solution. It seems to help a little. It's been almost 2 weeks. His girlfriend used his original eye drop solution, and is now having the same symptoms he had. What am I supposed to do about this? Thanks for your help. Sincerely, dates of use: 2007. Event abated after use stopped: no.